Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device was making a funny noise was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the unit had a hole in the hose near the muffler. It was determined that this condition was due to assembly problems (manufacturing fixture). The assignable root cause was determined to be due to improper assembly / manufacturing. This issue has been captured in a CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the handpiece device was making a funny noise. It was reported that the event was not related to a surgical procedure. There was no patient involvement. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.